Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were incorrect. The customer may have inadvertently changed the time and date. Tandem technical support assisted the customer with correcting the pump setting. Blood glucose was in the 200s mg/dl.